Event description:
Vessel still bleeding after two devices so they attempted to deploy a third device in right femoral artery. 3rd device deployed with wire in place, trapping the footplate, suture, and wire. Suture grabbed the vessel and trapped the wire. Perclose taken apart to remove footplate. Footplate removed intact. White suture tightened and broken, releasing the wire and perclose device.